Manufacturer narrative:
The device was received and evaluation was completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported issue could be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The bad battery connectors were verified through observation of three battery contact pins (data) depressed during a visual inspection of the device. This was found to affect direct current power during power source testing. The cause was determined to be fluid intrusion. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced bad battery connectors. There was no known patient injury or medical intervention associated with this event. No additional information is available.